Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found that the fiber optic connector was broken, but that the unit still worked. However, the stm determined that repair was needed to prevent future damage, and replaced the fiber optic connector then tested fiber optics to factory specifications. All other functional and safety tests were performed to factory specifications and the iabp was returned to the customer for clinical use. The initial reporter is a getinge employee who has different contact details from that of the event site. Please refer to the following email as contact information for the initial reporter: (B)(6).

Event description:
It was reported that a getinge service territory manager (stm) discovered that the cardiosave intra-aortic balloon pump (iabp) had a "fiber optic sensor module failure" issue. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.